Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator¿s (ICD) longevity went from almost seven years to four-and-a-half years in three months and the healthcare professional and patient are trying to determine why. The ICD remains in use. No patient complications have been reported as a result of this event.